Event description:
It was reported that there was a hardware removal and revision of a construct due to nonunion of left ulna shaft. The hardware was removed; the nonunion was grafted with bone morphogenic protein, and a plate and screw fixation was performed to revise the construct. The procedure was completed successfully without any reported patient harm. The original implant date was reported as approximately eleven months from explant date of (B)(6), 2014. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Event date: unknown. Common device name: additional product code: hwc. Implant date: approximately eleven months from explant date of (B)(6), 2014. Part number (B)(4) made on work order (B)(4) and lot number 7060164 had no non-conformance reports. Material (B)(4), lot # 5527511, from which these parts were made had no non-conformance reports and certificates were correct. Review of the device history records showed that there were no potential issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.